Manufacturer narrative:
Retainer ring = black customer returned device for alleged blank display and exposure to moisture found on (B)(6), 2021. Device passed displacement test, test and active current test. Device mp fails self test due to power supply test faileduring self-test. Device fails sleep current test. No blank display anomalies noted during analysis. Successfully utilized thus to download history/trace files. Confirmed power supply test failed during self-test. On (B)(6) 2022 at 10:13:40.000. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2021 at 18:38:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found moisture damage on electric board, force sensor, motor, keypad flex connector, lcd flex connector, and lithium battery connector. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, and end cap address label missing. No blank displays anomaly noted during analysis, blank display not confirmed. Additionally moisture damage was confirmed on electric board, force sensor, motor, keypad flex connector, lcd flex connector, and lithium battery connector. Power supply test failed during self-test and high sleep current due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump not working after being exposed to moisture. It was reported that insulin pump had a blank display after customer went swimming with insulin pump. Customer stated that they changed the battery and frozen display recurred. Display was blank at the time of call. It was reported that the contacts on the battery cap are neither missing nor damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.